Event description:
On (B)(6) 2014, a reporter contacted lifescan (lfs) for the lay user/patient alleging the patient¿s onetouch verio iq meter was displaying an ¿apply sample¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged issue began on (B)(6) 2014 at 5:00 pm. The patient manages her diabetes with insulin (humalog- 40 units 2 times daily; 60 units at night; novolog 70/30- 110 units in the morning, 120 units at night) and stated that she continued with her usual dose of medication in response to the alleged issue. The reporter claimed that, 12 hours after the alleged issue occurred, the patient developed symptoms of ¿couldn¿t move, low sugar, shaking, and a memory issue¿. On (B)(6) 2014 at 6:00 am. Emergency medical services (ems) was called and tested the patient¿s blood glucose. The patient obtained a reading of ¿204 mg/dl¿ with the ems meter. The reporter stated that the patient was treated by ems with food and/or drink. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.